Manufacturer narrative:
H11:b5: the customer reported the unit was not running on an internal battery, and it then shut down. There was no alternating current (ac) amber light illuminated. H10: the unit has not been repaired, and no further information has been received. If new information becomes available, the complaint will be reopened. The customer did not respond to requests for bench repair, and the device was not evaluated by philips.

Manufacturer narrative:
The customer stated that they have philips's customer service number and will be contacting a field service engineer (fse) to get the unit repaired. The customer stated that the device is dead and will not be put back in service until it is completely repaired. The investigation is ongoing.

Manufacturer narrative:
H11:b5: the customer reported the unit is not running on an internal battery. The unit displayed a "battery failed alarm." The unit also displayed "low battery" on the screen, and it then shut down. There was no alternating current (ac) amber light illuminated. H10: the device was being used for treatment when the reported event occurred. The unit was swapped out when the event occurred; there was no patient or user harm reported.

Event description:
The customer reported the unit is not running on an internal battery. The unit displayed a "battery failed alarm." The unit also displayed "low battery" on the screen, and it then shut down. There was no alternating current (ac) amber light illuminated.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021 .

Event description:
The customer reported the unit is not running on battery and has no alternating current (ac) amber light illuminated. The remote service engineer (rse) advised the customer the power management was replaced in (B)(6) 2020. The customer will be contacting their biomed to check the unit to make sure the power cored is not defective. The unit was in clinical use; however no patient harm was reported.